Manufacturer narrative:
Investigation/conclusion: the customer reported unexpected low inratio inr results during testing; however, a laboratory comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. (B)(6). No reported adverse patient sequela. No additional information provided.